Manufacturer narrative:
Batch review performed on 02.07.2021: lot 150990: (B)(4) items manufactured and released on 5-aug-2015. Expiration date: 30-06-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event since 2017. Clinical evaluation performed by medical affairs manager: femoral component revision performed 5 years after primary cementless total hip arthroplasty in (B)(6) year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
5 years and 3 months after the primary surgery the surgeon performed a revision due to a mobilized stem.